Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of frayed pitch cable to be related to the customer reported complaint. The instrument was found to have a frayed pitch cable at the proximal clevis hole. Some filaments the cable was frayed, but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was confirmed that cable was frayed and there were no missing pieces found.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were small fragments in the cable of the large suturecut needle driver (lsnd) instrument. No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.